Manufacturer narrative:
Concomitant medical product: 419388 lead implanted: (B)(6) 2004; 5076-52 lead implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) sensing decreased on the rv lead. It was noted that rv not sensing at 30 bpm (beats per minute). The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.